Event description:
Ous MDR - after an implantation time of about 79 months it was reported that a poor sensing value of 4.6 mv and an elevated pacing threshold of 4.6 v were recorded during a routine ICD replacement as the surgeon was closing the suture. Inappropriate shocks were reported. The sutures were re-opened and the surgeon inspected the lead closer and found that the lead was "turned into itself" and that he could see lesions on the insulation. It was also reported that the housing had moved from its original position more toward the left, toward the axilla. The lead and ICD were replaced. No worsening of the patient¿s health was reported.

Manufacturer narrative:
Multiple signs of wear were found during the analysis. At 13 cm distal to the is-1 connector pin, a spot of wear on the insulation was found, as was coating damage on the lead cable to the ring electrode at the same location. Moreover, the lead body was very twisted. These instances of damage are highly likely the cause of the clinical complaint. This damage indicates significant mechanical loads during the service life. The position and type of this external wear are characteristic of when there is great pressure of the lead on the ICD housing and also the lead is rubbing against the ICD housing at the same time. Moreover, the analysis yielded a jammed fixation, which likely occurred during surgery. There was no indication of a materials defect or a manufacturing defect.

Manufacturer narrative:
(B)(4).